Event description:
It was reported that the patient stated that they were getting "unintended diaphragmatic stim." Follow-up revealed that this was a very difficult abdominal implant. Subsequently, managing the diaphragmatic stimulation in the clinic was not successful, therefore, they had to turn off the left ventricular lead. Since then the diaphragmatic stimulation has ceased. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.